Manufacturer narrative:
H3, h6: the tracker was returned to the manufacturer for analysis. As reported, the returned tracker would not track, displaying red status only. An electrical failure was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the non-invasive patient tracker (nipt) was not communicating and would not connect to the navigation system. Another nipt was used and worked without issue. There was no reported impact to the patient. It was reported that the procedure being performed was a transsphenoidal pituitary tumor resection with electr omagnetic (em) navigation. There was no reported delay to the procedure due to this issue.